Manufacturer narrative:
H3: analysis of the recharger (serial #:(B)(6)) revelated that worn donut which does not impact the functionality of the recharger. Intermittent no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding external device. The reason of the call was caller stated that they trying to get their recharger replaced. Caller mentioned that their recharger is over heating and the cord at the end of the paddle gets really hot. Agent forgot to gather the serial number (sn) of the recharger. Agent tried calling the caller back to get the sn but routed to voice mail. Agent left a message instead. Patient called back repeating the paddle is getting so hot that it cracked the rubber in the paddle and physically burned them. Patient called to provide serial number but did not know where to locate it. Patient stated they did not have recharger with them, just the controller. Patient will call back once recharger is present. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.